Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2009. During the procedure, the device was inserted and the physician waited about four minutes while the temperature was fluctuating. The physician made an adjustment and then proceeded. A pop was heard and the device was removed. The balloon burst where it connected to the probe. A second device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 03/20/2009. Conclusion: the actual device involved in this event was returned for eval. The catheter was received with a detached balloon.